Event description:
It was reported the customer experienced elevated blood glucose levels (340 mg/dl). Customer performed troubleshooting and pump passed delivery system check. Customer changes cartridge and infusion set every 6-7 days.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a follow up report will be submitted.